Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 2 of 3 on the home choice (hc). The technical service representative (tsr) explained the alarm. The tsr instructed the home patient (hp) to end therapy and start over with new supplies or since the hp was 50% of the way through therapy, he could choose to end therapy for the night. The hp decided he was just stopping for the night. The tsr assisted the hp to end therapy. Product surveillance (ps) contacted the hp on (B)(6) 2012 regarding the system error 2240. Per the hp, there was nothing noted at the time of the alarm. The hp stated he resumed therapy the following night on the cycler. The hp contacted the peritoneal dialysis nurse (pdn) regarding the alarm and the missed therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number was given and a batch review will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 (air in line) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was performed on potentially associated lot (h11h24026) with no issues noted. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.